Event description:
It was reported that an alarm 2 followed by alarm 26 occurred due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the pump, tube, cannula, and injection site, cleaning, and restarting, which restored functionality. Tandem technical support instructed the customer to replace the pump and provided guidelines for return and maintenance, including using a replacement pump to ensure continuity of insulin delivery.